Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 53 mg/dl; cause was unknown. Customer was given orange juice to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.